Event description:
The customer reported that during a procedure, the system would turn off and on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Th interconnect cable pins were repaired. The system was tested and found to be working as intended and put back into service.